Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the enseal broke, tip got stuck and the jaw fell apart. No new device required for completion. There were no adverse consequences for the patient. One device was discarded.